Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that an infection of the ipg pocket site was observed during an ipg revision procedure. The device was explanted and the patient was hospitalized and given antibiotics. The patient has recovered from the procedure.